Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that there was a "bubble" on the pump touch screen that blocks graphics and text. There was no reported adverse impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information.